Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure of the severely angled iliac artery the absolute pro stent failed to deploy. The thumbwheel was noted to be frozen and the shaft was kinked and torn. The stent delivery system (sds) was removed from the anatomy without deployment of the stent; however, the stent struts were partially exposed. There was no reported adverse patient effect or a clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and abbott vascular (av) confirmed the reported difficulty, rotating the thumbwheel, that resulted in failure to deploy the stent. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Further assessment per site operating procedures was performed and a potential product deficiency was identified. Av determined that there is no indication that this issue impacts a wider population or that this is a systemic issue. The performance of these devices will continue to be monitored.